Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The top case was chipped by the left front bottom corner and there was no visible contamination. Event history log showed primary audible bgnd test. Power up process and infusion / occlusion test were performed: unable to duplicate reported problem. The root cause of the reported issue could not be determined; there was no external damage or contamination to interconnect board or speaker and flex cable was glued and intact. Action(s) taken to mitigate the reported issue(s): replaced speaker as preventive measure, power up process and all the functional tests passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump had a primary audible alarm bgnd (background) test. No patient injury was reported.